Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient had experienced a problem with their implantable neurostimulator (ins) after a big thunderstorm. It was noted the patient said that ins stopped without use telecommande. Impedance testing of the ins found normal values. It was noted the hcp had not seen the ins stop, however the patient continued to report to the ins was stopped. The patient's stimulation was subsequently increased and it was noted the patient felt the therapy. The hcp decided to replace the ins as a result. The patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.